Event description:
Physician later reported nodule. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture

Event description:
Patient reported left side rupture. Device remains implanted.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: rupture: observed, opening assessed as surgical damage. Lump/nodule: unable to observe since it is a medical event and is not related to the device. Additional, changed, and/or corrected data: b3, d.9., h.3., h.6.

Event description:
Patient reported left side rupture. Physician later reported nodule. Device has been explanted.